Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), tooth disorder ("dental issues") and alopecia ("hair loss"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2017 and on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, tooth disorder and alopecia outcome was unknown. The reporter considered alopecia, headache, pelvic pain and tooth disorder to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), pelvic pain ("pain/pelvic pain") and tooth disorder ("dental issues/dental problems") in a 27-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel release in (B)(6) 2013, appendicectomy in (B)(6) 2010, gallbladder removal, tendon repair in (B)(6) 2017, epilepsy, postpartum depression, fever, flank pain, nausea, vomiting, diarrhea, sternal pain, depression, menses irregular and hot flashes. Previously administered products included for an unreported indication: mirena iud. Concomitant products included citalopram from (B)(6) 2017, estradiol, levetiracetam (keppra) since 2006, lidocaine hydrochloride (lidocaine hcl), ropinirole hydrochloride (requip) from (B)(6) 2017 and topiramate (topamax) since 2006. In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced fatigue ("fatigue"). In 2007, the patient was found to have weight increased ("weight gain"). In 2008, the patient experienced alopecia ("hair loss"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), headache ("headaches"), arthralgia ("other injury(ies) or complication(s) please describe: severe joint problems that have since cleared up were added.") And tooth disorder (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2017 (unilateral salpingo-oopherectomy)/(B)(6) 2017(hysterectomy with unilateral salpingo-oopherectomy) and full dentures. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain lower, allergy to metals, dysmenorrhoea, headache, tooth disorder, alopecia and weight increased outcome was unknown, the abdominal pain, dyspareunia and fatigue was resolving and the arthralgia had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, pelvic pain, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: date(s) of removal: (B)(6) 2017(hysterectomy with unilateral salpingo-oopherectomy) and (B)(6) 2017 (unilateral salpingo-oopherectomy). Surgery : hysterectomy (full), salpingectomy (one side removal of fallopian tube), surgery (other) type of surgery: left salpingectomy-oophorectomy), oophorectomy (one side removal of ovary). Removal details, specify : on (B)(6) 2017: preoperative & postoperative diagnosis: pelvic pain, right adnexal pain procedure: paroscopic right salpingo-oophorectomy diagnostic laparoscopy{right) product model was updated from es305 to es205. Discrepancy noted in insertion date. Previously reported as (B)(6) 2011. In current follow up reported as: 2006 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, lower abdominal pain, dyspareunia (painful sexual intercourse, headaches, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet and medical records received : new events nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube(s), fatigue, weight gain, abdominal pain, lower abdominal pain other injury(ies) or complication(s) please describe: severe joint problems that have since cleared up were added. Product model was updated from es305 to es205. Reporter information updated. Patient detail updated. Product information updated. Medical history updated. Lab data added . Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), tooth disorder ("dental issues") and alopecia ("hair loss"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2017 and on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, tooth disorder and alopecia outcome was unknown. The reporter considered alopecia, headache, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation for ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/one of the essure perforeted my tubes.'), pelvic pain ('pain/pelvic pain'), genital haemorrhage ('bleeding'), tooth disorder ('dental issues/dental problems'), seizure ('sudden seizures/epilepsy/I have tonic clonic only') and pneumonia ('pneumonia') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tendon repair in (B)(6) 2017, carpal tunnel release in (B)(6) 2013, appendicectomy in (B)(6) 2010, gallbladder removal, epilepsy, postpartum depression, fever, flank pain, nausea, vomiting, diarrhea, sternal pain, depression, menses irregular, hot flashes, spotting between menses, dizziness, elevated bp, seizures, postpartum depression and ovarian cyst. Previously administered products included for an unreported indication: mirena iud. Concomitant products included citalopram from (B)(6) 2017 to (B)(6) 2017, estradiol, ibuprofen, levetiracetam (keppra) since 2006, lidocaine hydrochloride (lidocaine hcl), ropinirole hydrochloride (requip) from (B)(6) 2017 to (B)(6) 2017, topiramate (topamax) since 2006 and tramadol. In 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fatigue ("fatigue/super tired"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced alopecia ("hair loss"). In (B)(6) 2007, the patient experienced arthralgia ("other injury(ies) or complication(s) please describe: severe joint problems that have since cleared up were added./ joint pain"). In (B)(6) 2007, the patient experienced tooth disorder (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/bad stomach ache"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure (ess205). In (B)(6) 2017, the patient experienced the first episode of allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), headache ("headaches"), ovarian cyst ("cyst on ovaries"), insomnia ("trouble sleeping because my throat and chest/not sleeping at night."), pharyngeal disorder ("trouble sleeping because my throat and chest"), chest discomfort ("trouble sleeping because my throat and chest"), bursitis ("bursitis in my shoulder"), secondary hypothyroidism ("secondary hypothyroidism"), seizure (seriousness criterion medically significant), malaise ("sick"), bronchitis ("bronchitis"), sinusitis ("sinusitis"), depression ("im sooo depressed"), pneumonia (seriousness criterion medically significant), labyrinthitis ("inner ear infection"), muscle twitching ("legs restless and twitchy"), vomiting ("excessive vomiting"), hot flush ("hot flashesh"), sinus infection ("sinus infection"), pyrexia ("kerri's fever"), lip swelling ("lip are swollen"), oral mucosal blistering ("blistered and bloody from mouth"), eye disorder ("bawling my eyes"), pain ("body aches"), gastrointestinal disorder ("obstructed bowel"), tobacco user ("I want to quit smoking too"), synovial cyst ("ganglion cyst"), rash ("rash on the top of my foot amber"), nasal congestion ("stuffy nose"), back pain ("hurt my back"), joint swelling ("knee problem, both so swollen"), urinary tract infection ("uti"), the second episode of allergy to metals ("im allergic to nickel"), feeling abnormal ("brain fog"), oropharyngeal pain ("neck and throat hurt"), neck pain ("neck and throat hurt") and urinary retention ("unable to urinate") and was found to have pituitary tumour ("tumor on my pituitary gland"), blood cholesterol increased ("high cholesterol") and pituitary tumour benign ("microadenoma"). The patient was treated with surgery ((B)(6) 2017 (unilateral salpingo-oopherectomy)/(B)(6) 2017 hysterectomy and (B)(6) 2017 (unilateral salpingo-oophorectomy)/(B)(6) 2017(hysterectomy with unilateral salpingo-oophere) and full dentures. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, headache, tooth disorder, alopecia, weight increased, insomnia, pharyngeal disorder, chest discomfort, bursitis, secondary hypothyroidism, pituitary tumour, seizure, malaise, bronchitis, sinusitis, depression, blood cholesterol increased, pneumonia, labyrinthitis, muscle twitching, vomiting, hot flush, sinus infection, pyrexia, lip swelling, oral mucosal blistering, eye disorder, pain, gastrointestinal disorder, tobacco user, synovial cyst, rash, nasal congestion, back pain, joint swelling, urinary tract infection, pituitary tumour benign, the last episode of allergy to metals, feeling abnormal, oropharyngeal pain, neck pain and urinary retention outcome was unknown, the abdominal pain, dyspareunia and fatigue was resolving and the arthralgia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, blood cholesterol increased, bronchitis, bursitis, chest discomfort, depression, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, hot flush, insomnia, joint swelling, labyrinthitis, lip swelling, malaise, muscle twitching, nasal congestion, neck pain, oral mucosal blistering, oropharyngeal pain, ovarian cyst, pain, pelvic pain, pharyngeal disorder, pituitary tumour, pituitary tumour benign, pneumonia, pyrexia, rash, secondary hypothyroidism, seizure, sinusitis, synovial cyst, tobacco user, tooth disorder, urinary retention, urinary tract infection, vomiting, weight increased, the first episode of allergy to metals, sinus infection and the second episode of allergy to metals to be related to essure (ess205). The reporter commented: date(s) of removal: (B)(6) 2017(hysterectomy with unilateral salpingo-oophorectomy) and (B)(6) 2017 (unilateral salpingo-oophorectomy). Surgery : hysterectomy (full), salpingectomy (one side removal of fallopian tube), surgery (other) type of surgery: left salpingectomy-oophorectomy), oophorectomy (one side removal of ovary). Removal details, specify : on (B)(6) 2017: preoperative & postoperative diagnosis: pelvic pain, right adnexal pain procedure: paroscopic right salpingo-oophorectomy diagnostic laparoscopy{right) product model was updated from es305 to es205. Discrepancy noted in insertion date. Previously reported as (B)(6) 2011, 2006. In current follow up reported as: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: both tubes are occluded and the coils are optimally placed; on (B)(6) 2017: 1. Tubes were blocked 2. Devices seen. Pregnancy test - on (B)(6) 2008: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, lower abdominal pain, dyspareunia (painful sexual intercourse, headaches. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received ¿ new events trouble sleeping because my throat and chest/not sleeping at night, trouble sleeping because my throat and chest, bursitis in my shoulder, secondary hypothyroidism, tumor on my pituitary gland, sudden seizures/epilepsy/I have tonic clonic only, sick, bronchitis, sinusitis, im sooo depressed, high cholesterol, pneumonia, inner ear infection, legs restless and twitchy, excessive vomiting, hot flashes, sinus infection, kerri's fever, lip are swollen, blistered and bloody from mouth, bawling my eyes, body aches, obstructed bowel, I wanna quit smoking too, ganglion cyst, rash on the top of my foot amber, stuffy nose, hurt my back, knee problem, both so swollen, uti, micro adenoma, im allergic to nickel, brain fog, neck and throat hurt and unable to urinate were added. New reporter were added. On (B)(6) 2019: pfs received - no new information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), pelvic pain ("pain/pelvic pain"), genital haemorrhage ("bleeding") and tooth disorder ("dental issues/dental problems") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel release in (B)(6) 2013, appendicectomy in (B)(6) 2010, gallbladder removal, tendon repair in (B)(6) 2017, epilepsy, postpartum depression, fever, flank pain, nausea, vomiting, diarrhea, sternal pain, depression, menses irregular, hot flashes, spotting between menses, dizziness, elevated bp, seizures, postpartum depression and ovarian cyst. Previously administered products included for an unreported indication: mirena iud. Concomitant products included citalopram from (B)(6) 2017 to (B)(6) 2017, estradiol, levetiracetam (keppra) since 2006, lidocaine hydrochloride (lidocaine hcl), ropinirole hydrochloride (requip) from (B)(6) 2017 to (B)(6) 2017 and topiramate (topamax) since 2006. In 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced alopecia ("hair loss"). In (B)(6) 2007, the patient experienced arthralgia ("other injury(ies) or complication(s) please describe: severe joint problems that have since cleared up were added./ joint pain"). In (B)(6) 2007, the patient experienced tooth disorder (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure (ess205). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), headache ("headaches") and ovarian cyst ("cyst on ovaries"). The patient was treated with surgery ((B)(6) 2017 (unilateral salpingo-oopherectomy)/ (B)(6) 2017 hysterectomy and (B)(6) 2017 (unilateral salpingo-oopherectomy)/ (B)(6) 2017 (hysterectomy with unilateral salpingo-oophere) and full dentures. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, abdominal pain lower, allergy to metals, dysmenorrhoea, headache, tooth disorder, alopecia and weight increased outcome was unknown, the abdominal pain, dyspareunia and fatigue was resolving and the arthralgia had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, ovarian cyst, pelvic pain, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: date(s) of removal: (B)(6) 2017 (hysterectomy with unilateral. Salpingo-oopherectomy) and (B)(6) 2017 (unilateral sal pingo-oopherectomy). Surgery : hysterectomy (full), salpingectomy (one side removal of fallopian tube), surgery (other) type of surgery: left salpingectomy-oophorectomy), oophorectomy (one side removal of ovary). Removal details, specify : on (B)(6) 2017: preoperative & postoperative diagnosis: pelvic pain, right adnexal pain procedure: paroscopic right salpingo-oophorectomy diagnostic laparoscopy{right) product model was updated from es305 to es205. Discrepancy noted in insertion date. Previously reported as (B)(6) 2011, 2006 in current follow up reported as: 04jan2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: both tubes are occluded and the coils are optimally placed; on (B)(6) 2017: 1. Tubes were blocked 2. Devices seen. Pregnancy test - on (B)(6) 2008: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, lower abdominal pain, dyspareunia (painful sexual intercourse, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received. Events added: bleeding and cysts on ovaries. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.